Event description:
In 2009, the patient reported that since yesterday he has had elevated blood glucose readings ranging from 175-284 mg/dl with his target range being 10-160 mg/dl. He stated he has not eaten in 30 hours, as he is unable to eat when his blood glucose is elevated. Symptoms are confusion and he treats his blood glucose by bolusing insulin via his infusion device. The patient confirmed the time and basal rates on his device are accurate. The bolus history did not match the patient's account. He stated he changes his cartridge and tubing every 7 days and his headset every 3-4 days. He was advised to change his cartridge and tubing at least every 6 days and his headset every 2-3 days. Infusion site selection and management were discussed with the patient and, courtesy infusion sets and a guide to infusion site management were sent. On follow up with the patient 6 days later, he stated he received the products and inserted the new headsets into a new area on his abdomen. He said "that worked out pretty well." He stated his blood glucose "is always nuts." No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.